Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the ias12-120lpi, airseal 12/120mm lpi port, was used during a robotic bilateral hernia repair procedure on (B)(6) 22 when it was reported, ¿the tip of the airseal access port cracked and broke. A piece had fallen from the access port into the abdomen of the patient during the end of a hernia repair procedure. The piece was retrieved.¿. After further assessment it was found, ¿there was force being applied to the trocar " at the time of the incident. The davinci camera scope was being used in the trocar at the time of the incident. It was noted, they spent 20 minutes looking for the broken piece. Once the fragment was located, it was retrieved with graspers. After replacing the port with a new access port, the procedure was completed with a 30-50 minute delay. There was no extended stay at the hospital and the current status of the patient was reported to be, ¿healthy¿. The device will not be returned. It was kept by the hospital for records. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not being returned and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. A two-year lot history review cannot be conducted as a lot number was not provided. (B)(4). A device history record review cannot not be conducted as a lot number was not provided. Per the instructions for use, the user is advised the following: inspect the instrument prior to use to ensure it is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. Use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Ensure that adequate pneumoperitoneum or pneumorectum is established. Airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Ensure that the patient is properly positioned so that organs are away from the penetration site. Direct the airseal access port¿s tip away from significant vessels and organs. Do not use excessive downward force. Exercise care in the user of the device to minimize side or bending loads. Do not use excessive force on instruments to avoid damage or breakage during use. Instrument is designed for use by surgeons experienced in the appropriate specialized procedures. It is the responsibility of the surgeon to become familiar with the proper techniques for use. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the ias12-120lpi, airseal 12/120mm lpi port, was used during a robotic bilateral hernia repair procedure on (B)(6) 2022 when it was reported, ¿the tip of the airseal access port cracked and broke. A piece had fallen from the access port into the abdomen of the patient during the end of a hernia repair procedure. The piece was retrieved.¿. After further assessment it was found, ¿there was force being applied to the trocar " at the time of the incident. The davinci camera scope was being used in the trocar at the time of the incident. It was noted, they spent 20 minutes looking for the broken piece. Once the fragment was located, it was retrieved with graspers. After replacing the port with a new access port, the procedure was completed with a 30-50 minute delay. There was no extended stay at the hospital and the current status of the patient was reported to be, ¿healthy¿. The device will not be returned. It was kept by the hospital for records. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence

Manufacturer narrative:
Correction to h10: a two-year review of complaint history revealed there has been a total of 50 reports, regarding 51 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the ias12-120lpi, airseal 12/120mm lpi port, was used during a robotic bilateral hernia repair procedure on (B)(6) 2022 when it was reported, ¿the tip of the airseal access port cracked and broke. A piece had fallen from the access port into the abdomen of the patient during the end of a hernia repair procedure. The piece was retrieved.¿. After further assessment it was found, ¿there was force being applied to the trocar " at the time of the incident. The davinci camera scope was being used in the trocar at the time of the incident. It was noted, they spent 20 minutes looking for the broken piece. Once the fragment was located, it was retrieved with graspers. After replacing the port with a new access port, the procedure was completed with a 30-50 minute delay. There was no extended stay at the hospital and the current status of the patient was reported to be, ¿healthy¿. The device will not be returned. It was kept by the hospital for records. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence